Event description:
It was reported that a spinal cord stimulation (scs) trial patient had some neurological changes following his trial implant. The patient had been out of the operating room for 30 minutes following implant of the trial leads. It was noted that the patient had progressive right leg weakness and some discomfort in his right leg. It was noted that the patient would be given steroids and would be monitored overnight. It was further reported that the lead was removed and the patient returned to baseline. The patient underwent general anesthesia to rule out epidural hematoma. The MRI was negative. The health care professional suspected some sort of nerve irritation during the procedure, possibly due to adhesions from previous spine surgeries.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).